Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of january 1, 2023, was chosen as the best estimate based on the first month of the year of the article published date of october 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: azizullah bera; mouhand fh. Mohamed; itegbetinte obaitan; renato beas; eleazar e. Montalvan-sanchez; sarah yates; fouad jaber; khaled elfert; sagr alsakarweh; alejandra vargas; tarek aboutsheid; syed hamad rahman; hisham wehbe; wasef sayeh; marcel ghanim; mohammad al-h. "Flared-type bi-flanged vs lumen-apposing metal stents for endoscopic drainage of pancreatic walled-off necrosis: a systematic review and meta-analysis." The american journal of gastroenterology volume 118; 2023: s60. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent occlusion.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "flared-type bi-flanged vs lumen-apposing metal stents for endoscopic drainage of pancreatic walled-off necrosis: a systematic review and meta-analysis" by azizullah beran, et. Al. Per the article, a systematic review and meta-analysis comparing two types of self-expanding metal stents (sems), namely flared-type bi-flanged metal stents and lumen-apposing metal stents, used in endoscopic ultrasound (eus)-guided drainage of pancreatic walled-off necrosis (won) to compare the technical success, clinical success, and adverse events associated with fbfms and lams in the treatment of pancreatic won. Among the device malfunctions noted were stent migration and stent occlusion.